Event description:
During a in clinic follow-up, noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the oversensing resulted in inappropriate mode switch.